Event description:
It was reported that during an implantation procedure, the helix would not extend when tested. The lead was replaced, and the procedure was completed. Patient was in stable condition.

Manufacturer narrative:
Analysis found normal device characteristics. No anomalies detected.